Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6) 2013 customer reports via phone the table monitors failed during an unk pt procedure. The physician finished the procedure by using the workstation monitor. No pt info was available except that there was no pt injury.